Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient recently started having problems with her ins. The patient reported the ins site hurts. The patient has never had an issue with this before. The patient did have a build up of a little bit of scar tissue around the battery, she did physical therapy, and everything was great. She had been seen several times since 2012, but it started happening within the first year originally. The patient got pregnant and used the ins the entire time she was pregnant and never had an issue. Now, suddenly, the battery site hurts all the time. She cannot turn around to look at her baby in the back seat because when she does she has excruciating pain at the ins site. There is something wrong with the battery. The patient called her healthcare provider (hcp) twice. They said that she probably needed surgery which she did not want to do. She was not evaluated in person. The patient said it works, it charges, it runs, and when it is off it still hurts. The patient was redirected to a healthcare provider and listings were sent. No further complications were reported/anticipated.